Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has an scs system for off-label use. It was reported the patient experienced pain/discomfort at the ipg site that radiated down his legs. As a result, the patient's ipg was relocated on (B)(6) 2014. Relocating the ipg resolved the patient's issue.